Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The outer tubing overlay had cosmetic environmental stress cracking (esc) and the outer insulation had cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead had apparent explant damage.

Event description:
It was reported that the patient received therapy due to atrial fibrillation with right ventricular response. The patient went through an atrio-ventricular ablation to try to fix this. The right ventricular lead showed intermittent loss of capture, but it was unable to be reproduced with multiple interrogations and pocket manipulation. Diaphragmatic stimulation was unable to be reproduced. The lead was explanted and was replaced with a new lead. No further patient complications have been reported as a result of this event.